Manufacturer narrative:
The device was not returned to bausch & lomb, and the lot number of the device was not provided. Therefore, a product eval or device history record review could not be performed.

Event description:
The surgeon reports an attempted implantation of a li61aor iol into the pt's right eye using a ez-28 delivery system. During the insertion of the li61aor iol, the surgeon noticed that the back haptic was bent. The surgeon then enlarged the incision and removed the lens. An anterior vitrectomy was performed and another lens was implanted using forceps. The surgeon closed the enlarged incision using sutures. Please reference MDR#: 1119279-2011-00091.